Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture at max output and undefined high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.